Manufacturer narrative:
Siemens filed the initial MDR 2247117-2021-00007 on 05-mar-2021. Additional information (16-mar-2021): the siemens headquarter support center (hsc) investigator noted that a siemens customer service engineer (cse) was dispatched and found the immulite 2000 xpi instrument to be contaminated. The cse decontaminated the system and configured the software to rerun the human chorionic gonadotropin (hcg) patient sample. Siemens reviewed the customer's hcg quality control (qc) charts and noted no issues. The customer monitored the hcg performance and informed siemens that no other discordant results occurred. Siemens concluded that decontamination was considered part of troubleshooting, and the potential cause for the falsely elevated human chorionic gonadotropin (hcg) result is unknown. The instrument is working as expected and requires no further evaluation. Section h6 (investigation findings and investigation conclusions) is updated with new codes. MDR 2247117-2021-00006_s1 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR on 05-mar-2021. Siemens filed the supplemental MDR on 01-apr-2021. Siemens reviewed additional information regarding falsely elevated human chorionic gonadotropin (hcg) results and concluded no hardware-related malfunction with the immulite 2000 xpi instrument. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. Siemens updated sections d1, d2, d3, d4, g1 contact office - manufacturing site, g4, h6, h7, h8, h9 based on the additional information. MDR 2247117-2021-00006_s2 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted the issue occurred after activating reflex testing for hcg on the immulite 200 xpi instrument. Siemens dispatched a customer service engineer (cse) to the customer site. The cse decontaminated the immulite 2000 xpi and is monitoring the performance of the instrument. Siemens is investigating the event. MDR 2247117-2021-00006 was filed for the same event.

Event description:
The customer obtained a discordant falsely elevated human chorionic gonadotropin (hcg) result on the immulite 2000 xpi instrument. The falsely elevated result was not reported to the physician(s). The customer informed siemens that reflex testing was activated for hcg, and the reflex test result was lower than the discordant. The customer did not perform repeat testing and did not inform siemens if the reflex result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated hcg result.